Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right atrial pace impedance measurements of greater than 3,000 ohms, inappropriate atrial tachy response episodes and oversensing of the minute ventilation feature. The respiratory rate trend sensor was programmed off and the noise disappeared. It was noted that the ICD is at elective replacement indicator and that the device will be explanted in the future. Currently, the device remains in service. No adverse patient effects were reported.